Event description:
It was reported that there was no flow of solution through a solution administration set. This occurred prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, two (2) retained samples were evaluated. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. All junctions underwent a push-pull test, and no disconnections were noted. The samples were submitted to underwater leak testing and an air passage test, and no issues were observed. Both samples were also submitted to traction testing (to failure), and no issues noted. The reported condition was not verified in the retention samples. The actual device was not received for evaluation; therefore, a device analysis could not be completed on an actual sample. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.